Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information and the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received on 18sep2019. The consultant is not blaming the actual device.

Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the involved angio-seal device was used post angiogram, and the patient developed a pseudoaneurysm. The patient was reported to be harmed.